Event description:
Patient sample was tested at medical center 3 times with the invader asr in 1/06. The initial result was a heterozygous (het) genotype call followedby two wild type (wt) calls in separated runs. The lab director, indicated that the initial results prompted the clinician to subject the patient to additional sample collection. The director further indicated the therapeutic management of this patient was not adversely affected by the initial false positive report to the clinician. The second sample from this patient was tested by the same laboratory with no discrepant results. The clinician was promptly notified of the secondary results.